Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/27/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate profile saline prosthesis, lot: 5697084, catalog: 3501650. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prostheses. Deflation of both the left and right breast prostheses was diagnosed post procedure through a physical examination. Capsular contracture baker grade ii of the right breast prosthesis was also indicated. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant gel prostheses, 250cc on the left and 275cc on the right. Patient is recovering from surgery. This report is for the right breast prosthesis.

Manufacturer narrative:
The device history record (DHR) was reviewed on 4/30/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: it was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prostheses. Deflation of both the left and right breast prostheses was diagnosed post procedure through a physical examination. Capsular contracture baker grade ii of the right breast prosthesis was also indicated. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant gel prostheses, 250cc on the left and 275cc on the right. Patient is recovering from surgery. This report addresses the right breast prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No other anomalies were discovered. Complaint for rupture was not confirmed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Regarding the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).